Manufacturer narrative:
The customer reported that the phaco handpiece had abnormal heating and slight loss of aspiration. The procedure time was normal and there was no patient impact due to the reported event. The handpiece was sent for sterilization before the serial number could be obtained. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The reported event of high temperature and aspiration/vacuum issues could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during the procedure the surgeon experienced an abnormal heating of the handpiece and low aspiration. The case was completed with no harm. Additional information has been requested, but none has been received.